Manufacturer narrative:
The pump was returned for low battery power error alarms. Analysis confirmed that the pump alarmed low battery and then error alarm was triggered. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. No unexpected insert battery or replace battery now during testing noted. The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Event description:
The customer reported that the insulin pump may not be delivering insulin properly. The customer reported that they had high blood glucose levels ranging from 450 to 594 mg/dl and low blood glucose levels ranging from 36 to 54 mg/dl over the days leading up to the call. The customer stated that the insulin pump had low battery alerts and multiple power errors as well. The customer also reported that the insulin pump crashed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.